Event description:
According to the prosthetist, the battery had been fully charged and was in use when it suddenly stopped working. The patient attempted to jump it or reboot it without success. The patient then plugged the socket into the car charger. It was extremely hot and smelled like it was melting while unplugging the car charger. The patient attempted to charge the socket again at home with no success. During the event, no injuries were reported.

Manufacturer narrative:
The details on patient information are pending and will be provided once the practitioner responds to manufacturer. Concomitant medical products and therapy dates: the details on components used in prosthesis are pending and will be provided once the practitioner responds to the manufacturer.